Event description:
It was reported that the procedure was cancelled/rescheduled. A 1.50mm rotapro and a rotawire and wireclip torquer were selected for use in a percutaneous coronary intervention. During the procedure, the burr was unable to be delivered to the desired location as the guidewire continued to back out and had a bend that the burr would not cross. The procedure was cancelled/rescheduled due to this event. No patient complications were reported.